Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. All buttons function properly. No low battery alert or rewind anomaly noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert found on the pump history file/trace on the event date (B)(6) 2025. No unexpected low battery alerts listed in the pump trace download. With reference to the baat tool instructions. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Rewind anomaly/keypad/button unresponsive/button error alarm/charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery was not lasting long, the rewind was slower, and the button does not respond when pressed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.